Manufacturer narrative:
A field service representative (fsr) performed a site visit, inspected the anlalyzer and found the tubing, peristaltic head (pn 7-202464-01) was incorrectly installed following pump replacement by the local hospital engineer. The tubing was reinstalled to resolve the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant results since the part was reinstalled by service. A review of complaint and trending data for the tubing, peristaltic head identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Manufacturing documentation for the part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified.

Manufacturer narrative:
Patient identifier: multiple = (B)(6). Patient information: no further patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained falsely depressed sodium results while using the alinity c processing module. The following initial and repeat results were provided: sample ID (B)(6): sodium 100 and repeats of 132 mmol/l ; sample ID (B)(6): sodium 104 and repeat 140 mmol/l. No impact to patient management was reported.